Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had an infection at their ins site shortly after they were implanted in 2018. It was reported that they were treated with both an IV and oral antibiotic and they had a partial system explant where only the ins was explanted. It was reported that since the stimulator was removed the patient received injections about once every three months. No further complications were reported/anticipated.